Manufacturer narrative:
The device was not returned to olympus. The cause of the reported event could not be determined, however, based on similar reported events the instruction manual provides warning to mitigate device damage which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available this report will be supplemented accordingly.

Event description:
On november 12, 2018 olympus received a medwatch, report# (B)(4), which states that during a laparoscopic hysterectomy procedure, the metal tip of the thunderbeat handpiece broke off the in the patient. The tip was retrieved from the patient.